Event description:
The customer reported being hospitalized due to diabetes related in the past few weeks, and the doctor wants her to go back on the sensor for the weekend to monitor her blood glucose. Troubleshooting was declined as customer only wanted to document the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.